Event description:
A malfunction alarm, identified as malfunction code 0, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which resolved the issue, and they were advised to continue using the pump. The customer agreed to contact support if the malfunction code reappeared.